Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that she tested her meter with her doctor, and it had an incorrect reading. Troubleshooting was performed. The blood glucose reading time of her admission was 98mg/dl, but the currently glucose level was 71mg/dl. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.